Event description:
The manufacturer received information alleging a pressure sensor mismatch error code occurred after updating an aeris evo/trilogy evo ventilator firmware 1.6.10.00. There was no harm or injury reported. There was no reported patient involvement. It is noted that this was an out of box failure and that sometimes after a few hours of run-in, the error clears, and then sometimes it remains. The internal machine flow sensor needs to be replaced to restore the aeris evo/trilogy evo device to working order per the recommendation of vitalaire italy, medical equipment provider. The device has not been returned to the manufacturer and therefore, unable to confirm the alleged malfunction. At this time a final report will be submitted stating the recommended resolution. If further information becomes available at a later date, a supplemental report will be submitted. No further investigation is required.